Event description:
Customer reported a current low blood glucose level, with the lowest recorded at 49 mg/dl. Cause was not known. Customer consumed carbohydrates to treat the low blood glucose level. Customer was disconnected from the pump during the fill tubing step, but bolus history indicated no excessive insulin delivery, and personal profile settings were verified as correct. Technical support advised proceeding with a supplies/system check and instructed the customer to upload pump data.